Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The 3.00x12mm taxus liberte stent delivery system was being advanced to the lesion location when the stent flared and partially deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).